Event description:
Primary procedure, left hip. It was reported that after implanting the liner, it would not lock into the shell fully and had micromotion. The liner was removed and a second one was implanted with the same result. Surgeon removed the shell and liner and implanted a new shell. The new (3rd) liner locked into the shell. Inspection of the wasted liners showed a thin piece hanging circumferentially around the locking mechanism. Patient was irrigated to ensure no pieces remained in the patient. Surgery was completed successfully with a delay of approximately 15 minutes. Rep was present for and witnessed to the procedure. The rep can provide the usage sheet showing the wasted devices, which are allegedly available for return. Surgeon is requesting investigation results. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding assembly issue involving a trident liner was reported. The event was not confirmed. Method & results product evaluation and results: visual inspection of the returned device noted the following: there is a hole pierced through the liner near the outer rim. It was reported that this is likely due to explantation of the device using an osteotome. The event description reports a "thin piece hanging circumferentially around the locking mechanism" however, this cannot be observed on the returned device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hip. It was reported that after implanting the liner, it would not lock into the shell fully and had micromotion. The liner was removed and a second one was implanted with the same result. Surgeon removed the shell and liner and implanted a new shell. The new (3rd) liner locked into the shell. Inspection of the wasted liners showed a thin piece hanging circumferentially around the locking mechanism. Patient was irrigated to ensure no pieces remained in the patient. Surgery was completed successfully with a delay of approximately 15 minutes. Rep was present for and witnessed to the procedure. The rep can provide the usage sheet showing the wasted devices, which are allegedly available for return. Surgeon is requesting investigation results. Rep confirmed that no further information will be released by the hospital or surgeon.